Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Analysis conclusion: final analysis confirmed the reported backup operation. The root cause of the anomaly was a checksum error. After device softward download, the device was tested. Analysis found that the device exhibited normal eri device characteristics.